Event description:
The patient's generator was replaced due to reported low battery and increase in seizure frequency. Device history records were reviewed and the generator passed all functional specifications and quality tests prior to distribution. The suspect product has not been received by the manufacturer to date. Multiple attempts were made to obtain additional information regarding the patient's increase in seizures; however, no further relevant information has been received to date.

Event description:
The generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator output signal was monitored for more than 24 hours in a stimulated body temperature environment and results showed no signs of variation in the generator's output current signal and the generator provided the expected level of output current for the entire monitoring period. The diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery depleted due to normal expected battery depletion. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.